Manufacturer narrative:
During the investigation, no problem with the product tray could be identified. Based on a review of the image provided, the tray showed physical damage. The investigation could not verify the cause of the damage. After replacing the tray, the problem was solved. The most likely root cause of the issue was a missing locking clip for the tray handle that was not in a secured position.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of an accident involving 1 user of the integra 800 instrument. The user removed the tray from the integra 800 instrument to take it to the cobas p312. On the way there, the tray fell to the ground splashing plasma sample material from 58 tubes onto the user's face, mouth and eyes. The user was not wearing any safety equipment such as glasses at the time of the event. The user washed her face and body and went to see a physician. The physician prescribed the following medication for the user to take for 28 days: 25 mg of edurant (rilpivirine), 300 mg tenofovir (ricovir) and 150 mg lamivudine (mylan). The physician also requested that the following laboratory tests be run in 1 week: creatinine, ast and alt. The physician requested that the user be tested for (B)(6) in 4 months and (B)(6) in 1 year. No patients were adversely affected due to the samples falling. The 1 user affected is currently doing fine. The field service engineer visited the customer site on (B)(6) 2015 and identified a loose screw on the side of the tray. The integra 800 instrument is operating within specifications.

Manufacturer narrative:
A specific root cause could not be identified. The root cause may be related to the age of the tray or improper handling. The handle of the tray is secured by a shaft locking clip on the bottom of the tray. This clip became loose and fell off. With this clip off the handle could slip out of its secure position.